Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the battery failed. This investigation is ongoing. The device was reported to be outside of use at the time of the reported problem.

Manufacturer narrative:
H10: the field service engineer (fse) provided in a good faith effort (gfe) response received on 12/22/2022, that the repair had been completed. The fse stated that the battery had been replaced to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: it was stated in a good faith effort (gfe) response on 12/04/2022, that due to the epidemic situation in (B)(6), china, this repair has not been completed yet. The philips field service engineer (fse) stated "we will complete it as soon as possible according to the real-time situation." This investigation remains ongoing.